Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and a sling was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4) additional narrative: it was reported that the patient underwent sling implantation to treat stress urinary incontinence and pelvic organ prolapse concurrently with lysis of adhesions, cystoscopy, exploratory laparoscopy and adhesion barrier placement. Due to infections, dyspareunia and dysuria the patient underwent trimming of sling on (B)(6) 2010 and sling removal on (B)(6) 2011. (B)(4) - dyspareunia; dysuria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2010 and mesh was implanted to treat stress urinary incontinence and pelvic organ prolapse concurrently with lysis of adhesions, cystoscopy, exploratory laparoscopy and adhesion barrier placement. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. Due to infections, dyspareunia and dysuria the patient underwent trimming of sling on (B)(6) 2010 and sling removal in (B)(6) 2011. No additional information provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with exploratory laparoscopy, lysis of adhesions, and adhesion barrier placement. It was reported that the patient underwent resection of extruded vaginal sling segment and partial vaginectomy with cuff repair on (B)(6) 2010. It was reported that the patient resection of extruded mesh fragments and closure on (B)(6) 2011 due to extrusion and ureteral stent removal.

Manufacturer narrative:
It was reported that the patient experienced pain, extrusion, infection, urinary problems, recurrence, dyspareunia, and vaginal scarring. (B)(4).

Manufacturer narrative:
Date sent to FDA: 11/02/2016.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.